Event description:
An optometrist reported that a female pt experienced keratitis following use of complete moistureplus multi-purpose solution. She initially sought treatment from a family doctor who prescribed antibiotic eye drops. Symptoms abated but resumed upon lens wear. Weeks later, the pt consulted the optometrist who noted infiltrates and cloudy cornea ou. He prescribed different antibiotic eye drops. Status of patient recovery is unknown. No further info was rec'd from the optometrist despite 3 follow-up attempts.

Manufacturer narrative:
Batch record review of the reported lot and chemistry testing on a retained unit were performed; all results were within specification.